Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post implant, there was no capture on on the left ventricular lead. The lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.